Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the phenomenon could not be reproduced during the device evaluation, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the e117 camera control unit error code could not be reproduced. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit experienced an e117 camera control unit (ccu) error code. The issue was found during preparation for use, the intended therapeutic radical treatment of rectal cancer procedure was completed with a similar device, and without delay. There were no reports of patient harm or injury, and the patient was not under anesthesia.